Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent connection of the cord, which is suspect of having a broken wire inside. Additionally, the unit had the voltage in cell pair #2 drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. The most likely root cause of (B)(4) failure can be attributed to wear at the cord as a result of excessive bending, likely contributing to fraying or breaking of a wire. The most likely root cause of the cell pair #2 low voltage may be a potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that it is suspected that the battery cable is broken as the battery is not charging proper. The battery was replaced. There was no impact to the patient.